Manufacturer narrative:
The sample was not returned for evaluation. Images and medical records were provided and review by clinical representative. Based on review of the information the cause of the reported event cannot be determined. However, the 17 month post scan reveals increased neck angulation and remodeling of the aortic aneurysm. This along with the patient fall could be a leading cause to the stent fracture. A manufacturing record review was performed and the lot met all release criteria with no related issues and deviations that explain the reported event. The lot usage history shows that no other units from this lot have been involved in similar event.(B)(6).

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.

Event description:
It was reported that approximately 17 months post-implant of a bifurcated device and two suprarenal aortic extensions, a follow up computed tomography (CT) scan revealed a bifurcated stent graft fracture and the wire was seen protruding from the aneurysm sac. Approximately 11 days later, the patient was treated with a competitor device to address the wire fracture. Reportedly, approximately 3 months post follow-up CT scan performed showed no issues. However, 3 weeks prior to the 17th month CT scan the patient fell and broke the shoulder and ankle. It is unknown if this event is related to the stent fracture. It was reported that the patient tolerated the procedure well.